Event description:
Pt had stent placed without being informed about action of device. Pt has done her own personal research but still has questions that have not been answered. Pt would like to know how drug is eluded into blood stream and at what rate and interval. Pain in chest has been worse since implantation. No one has been willing and/or able to answer questions about device. Paclitaxel coronary stent.